Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Engine 4 and rescue 1, drills both failed. Io was established by another entity. Emt-intermediate skill level user.

Event description:
Engine 4 and rescue 1, drills both failed. Io was established by another entity. Emt-intermediate skill level user.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9050 (sn (B)(6) ) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable. The 9050 drivers do not have a battery level indicator light. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-002839) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 4.07 secs, insertion 2: 4.13 secs, insertion 3: 2.28 secs. Hard profile (105 lbs/ft3): insertion 1: 7.88 secs, insertion 2: 9.57 secs, insertion 3: 6.56 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. The IFU provided with this product (8027 rev. E) states "power drivers are capable of producing 1000 human insertions. Driver battery life expectancy may be dependent on actual usage (bone density & average insertion time), storage and frequency of testing." "In the unlikely event of a driver failure, remove the power driver, grasp the needle set by hand and advance the needle set into the medullary space while twisting the needle set." A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 03/2009 and is approximately 12 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. Teleflex will continue to monitor and trend on complaints of this nature.